Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 6935m62 lead, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the elective replacement of the left ventricular lead, when attempting to tighten the setscrew in the left ventricular port, it was determined that the setscrew was stripped. The torque wrench could not appropriately tighten the setscrew. The device was subsequently explanted and replaced. No patient complications have been reported as a result of this event.